Event description:
Pt was being transferred from bed to chair. Pt started to cough causing pt body to "jackknife". The pt's leg braces appeared to catch both clips forcing them off sling attachment clips on lift. Pt immediately fell out of sling to the ground. Laceration over right eye, required 8-10 stitches.